Event description:
A physician reported a pt who was treated on 2/2/98 into the upper and lower vermilion. No bruising or sudden color change was noted at the time of the treatment. Within 24 hrs, the pt experienced severe pain in the lower lip and the chin area. On 2/3/98, the pt noted bruising at the lower vermilion which extended from the treatment site to the chin. She called the office on 2/4/98 to report persistent bruising and a lot of pain at the site. The pt was instructed to apply ice to the area, but reported that it did not help the pain. On 2/5/98, a consulting physician noted an area of impending full thickness necrosis of the lip, 1cm x 1cm. The chin was mottled and splotchy, but there was good capillary refill. He believed the symptoms represented a vascular occlusion. The pain did not respond to self-described vicodin two tablets every three hrs. The consulting physician administered a bilateral mental nerve block with lidocaine and marcaine, which provided immediate pain relief. He prescribed oral percocet and oral keflex. Telephone contact was made with the pt on 2/23/98, at which time the pain had resolved, and the black eschar was almost gone.